Event description:
It was reported a patient underwent partial knee arthroplasty on (B)(6) 2009. Subsequently, the patient was revised on (B)(6) 2014 due to loosening of the polyethylene bearing. All components were removed and replaced with a total knee system.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.